Event description:
During a surgical procedure while using the halo pks cutting forceps when pressed the energy button and then released button, it still delivered energy. The instrument was replaced and the procedure was completed without any incidents.

Manufacturer narrative:
The complaint of the device still being active after the coagulation button was released is confirmed. Analysis found a defective switch under the coagulation button which allowed the power to remain on after the button was released. This appears to be an isolated incident. We will continue to monitor the complaint data base for further occurrences.